Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low results. Customer's expected results are 110mg/dl- fasting. Strip expiration date is 05/20/2018 and strip open date is november 2015. Strip storage is correct. Reviewed meter memory: 99mg/dl (B)(6) 2015 11:34:00 am fasting:yes; 113mg/dl (B)(6) 2015 06:45:00 am fasting:yes; 102mg/dl (B)(6) 2015 06:36:00 am fasting:yes; 94mg/dl (B)(6) 2015 06:50:00 am fasting:yes; 112mg/dl (B)(6) 2015 08:10:00 am fasting:yes. Memory concerns:customer is concerned with the result of the 99mg/dl in the meter's memory. Customer called and advised she was getting low results on the meter per her doctor. The customer does not have any symptoms of the low blood sugar. The customer advised that when she went to the lab on (B)(6) 2015 and she did a test on their meter it was 129 mg/dl and our meter read 99mg/dl. Her a1c result on the same day was 6.9 and the doctor felt the result was too low on the meter. Based on her a1c, it should be higher. Customer is now started to change her diet by eating the proper food. She is not taking any medication to manage her diabetes. When the customer performed the back to back blood test she had eaten one hour and a half ago - result of 156 mg/dl and 152 mg/dl.